Event description:
(B)(4). Initial report: this non-serious case was reported by a physician via company representative to our local affiliate (B)(4). This case involves a (B)(6) female who received taking poly-l-lactic acid (sculptra), dosage and indication unknown. Relevant medical history and concomitant medications were not reported. The patient received the first vial of poly-l-lactic acid (batch 2a7021, expiration date 09-september), and the patient experienced an infection. Flucloxacillin was given as corrective treatment and the patient was then 'fine'. The second vial was received on (B)(6) 2008 and the patient experienced the same reaction. The patient has a red area which is tender and sore to touch above the nasolabial fold. This was treated with an antibiotic (nos) and the patient outcome is unknown. The reporter is unsure if the reaction is due to poly-l-lactic acid. A ptc (pharmaceutical technical complaint) has been issued. (B)(4). Additional information received on (B)(6) 2008: ptc (B)(4) was received. A brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Additional information received on (B)(6) 2008: the physician reported that the patient had not experienced similar events after treatment with any other product. No histology or laboratory tests were performed. Relevant medical history includes smoking, poor sleep pattern, and possible dental pathology. On (B)(6) 2008, the patient received treatment with poly-l-lactic acid, diluted with 6 ml of saline, with 6 ml in total injected into her right and left upper face (batch number 2a7021). On (B)(6) 2008, the patient developed redness, swelling, and tender areas 2 cm in diameter at the injection sites. No mass as such, just skin thickened and red. The area became infected on (B)(6) 2008. Corrective treatment included flucloxacillin. The event resolved on (B)(6) 2008. On (B)(6) 2008, the patient received a second treatment with poly-l-lactic acid, diluted with 6 ml of saline, with 6 ml in total injected into her right and left upper face (batch number 2a7021). On (B)(6) 2008, the events recurred. Corrective treatment included doxycycline. The events resolved on (B)(6) 2008. The physician suspected that the first treatment became infected and never really resolved. The causality assessment between the events and poly-l-lactic acid was reported as possible. No further information is expected.